Manufacturer narrative:
This report is submitted on november 11, 2016, by cochlear limited on behalf of (B)(4) registration number 3009092818. Exemption number e2016011. H3 other text: battery not returned to manufacturer.

Event description:
It was reported that the rechargeable battery of the sound processor was found to have leaked fluid. Replacement equipment was sent to the patient, and no reports of patient injury are associated with this event.